Event description:
It was reported the pt had swelling where the peripheral lead (off-label use) was implanted in her calf. The pt was placed on antibiotics as a precaution. It was reported the physician did not think the pt had an infection. F/u identified the swelling had resolved. The pt never had signs of infection: the incision was normal, no oozing of the wound, and no white blood cell count anomalies.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.